Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). The device was suspected to have declared eri early. The device is to be explanted at a future date and returned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
The device has not yet been returned for analysis. Should additional information become available, this report will be updated.